Event description:
Alleged the brake is not holding and the casters swivel when the brake is engaged.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.